Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pinnacle mom litigation records received. Litigation alleges acetabular bone loss deficiency and complete disassociation, soft tissue metallosis staining and required 2 additional hours to complete the revision resulting to pain, injuries and emotional distress. Plaintiff is seeking compensation for all the suffering. Doi: (B)(6) 2018. Dor: (B)(6) 2018; left hip 2nd revision.